Manufacturer narrative:
The device was returned to a third party service center for an evaluation and service. No information is available at this time, therefore resmed is unable to confirm the alleged malfunction. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to pressure measurement. There was no patient harm or serious injury reported as a result of this incident.